Event description:
It was reported that during the implant procedure, the left ventricular lead dislodged while slitting. The lead tip was also noted to have blood inside. The lead was not used, and a different lead was used to complete the procedure. Additionally, a balloon was also broken during the procedure, and it was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).